Manufacturer narrative:
Additional information: it was further reported that the patient was treated for a non-st elevation myocardial infarction with deployment of one 2.75x22mm r esolute onyx coronary drug-eluting stent. The procedure was successful and re-established flow to occluded right coronary artery (rca). No immediate complications were encountered. Assessment some five years later by direct angiogram showed mild in-stent restenosis with preserved rca flow. A. Patient information d. Suspect medical device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex g code. B3. Date of event is unknown. G3 aware date of this event is 27 aug 2025. The direct angiogram assessment was approximately 6 years post the stent procedure not 5 years. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a procedure in which a coronary stent was implanted, the patient experienced a heart attack. It was also reported that the battery of a medtronic implantable cardiac monitor was not working and therefore the patient had it removed. No further patient complications have been reported as a result of this event.